Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va01vu7, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported impedances were 33 ohms for #1 and #3 electrode. Device settings were noted as 2.7v, 90 us, 846 ohms, 130 hz/pps, unipolar, c+3-, and usage 24 hrs/day. It was unknown if any factors led to the event. After reconnecting the implantable neurostimulator (ins)/lead/adaptor, impedances were still the same. It was noted that since impedance values were the same as before replacement of the ins on (B)(6) 2017, it was suspected that either the lead or adaptor was short-circuited. The issue was noted as not resolved. The consumer¿s underlying disease was noted as parkinson¿s disease. There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that additional troubleshooting included checking impedances. The cause of the short circuit was not determined. The patient did not experience any symptoms. No actions or interventions were taken and the issue was not resolved.